Event description:
(B)(4). I became depressed, overweight, nausea, adenomyosis, headaches, bumps popping up in different places on my body, chronic back pain, sore breast, migraines, joint pain, irregular periods, heavy bleeding, anxiety, irregular bowel, major cramps, fallopian tube pain.